Event description:
Customer reportedly received result of 220 mg/dl from a test strip vial, where loose desiccant was observed on the advantage system. Customer received result of 94 mg/dl on a new vial from the same lot within 10 minutes. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.